Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that after deploying the marker into the biopsy area, the surgeon noticed additional metal in the biopsy site. The case was completed and the metal was left in the biopsy site. The pt was sent home under normal post biopsy instructions.